Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: the"ok" button is under responsive". The"up", "down" and contrast buttons work properly. A battery compartment crack was found above and below grip pad. Removed keypad. Contamination found on "ok" button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.